Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the proximal struts of the stent were bent. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with distal stent struts lifted. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the proximal struts of the stent were bent. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.